Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1600219 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip from the clip applier could not be closed on the tissue. There was no injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly and its rotation tab was bent. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to properly load into the jaws. This was repeated with the same result. No clip was in the next position in the channel which caused a dry fire on the next attempt. Another attempt was made and, once again, the clip was unable to load properly. No clip fired on the next attempt and then the indicator clip was fired on the following attempt which indicates that no clips were remaining. The clip misloads, bent rotation tab, and the dry fire are all indications that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented some of the clips from properly loading into the jaws. The sample was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the top jaw had bent jaw legs. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not locking" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Upon functional inspection, the clips were unable to properly load. During testing, a dry fire occurred twice. The clip misloads, bent rotation tab, and the dry fire are all indications that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clip from the clip applier could not be closed on the tissue. There was no injury.